Manufacturer narrative:
The investigation determined that non-reproducible, discordant vitros glu results were obtained from two different patient samples while using the vitros 250 chemistry system. The investigation was unable to determine a definitive root cause. However, user error due to pre-analytical sample mix-up or an instrument malfunction cannot be ruled out as potential contributing factors. There was no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained non-reproducible, discordant vitros glu results for two patient samples while using the vitros 250 chemistry system. The affected results were reported out of the laboratory. The following results were obtained: patient 1 = 361 vs. An expected result = 114 mg/dl; patient 2 = 114 vs. An expected result = 353 mg/dl; biased results of the direction and magnitude observed may lead to inappropriate physician action. The patient 1 was treated based on the affected result. The physician questioned the affected patient 1 result due to a lower value obtained from a blood glucose meter. The customer repeated patient 1 sample and a corrected report was issued. There was no report of harm to either patient as a result of either event. It is unknown whether or not a corrected report was issued for patient 2 sample. (B)(4).